Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh on very thin cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 2, 2018, it was reported that the unit was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4), reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device was producing an incomplete mesh and the damaged comb and roller gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed of skin graft mesher 1.5:1 ratio cutter, serial number 1410040, noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device was sent with skin graft mesher device, serial number (B)(4) for evaluation and deemed non-repairable. The device history record (DHR) and previous repair report reviewed skin graft mesher 2:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device sent with skin graft mesher device, serial number (B)(4), for evaluation and no parts were replaced. Initial qa inspection of the skin graft mesher on april 10, 2018 revealed the calibration was within specifications and the device produced a passing sample mesh. The roller, comb, and roller gear all had visual damage. The 1.5:1 ratio cutter, serial number 1410040, and the 2:1 ratio cutter, serial number 1406065 both failed to produce a passing sample mesh even after replacing the collars and gears and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 10, 2018 which included replacement of the roller, roller gear, and comb. Skin graft mesher, serial number 06449, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the 1.5:1 ratio cutter, serial number 1410040, and the 2:1 ratio cutter, serial number 1406065 both failed to produce a passing sample mesh even after replacing the collars and gears and were deemed non-repairable. The root cause of the reported event was due to damaged cutter as a damaged cutter results in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the unit was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4), reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher eight times. The last repair was february 19, 2018 where it was reported that the device was producing an incomplete mesh and the damaged comb and roller gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this 1.5:1 ratio cutter. The last repair was february 19, 2018 where it was reported that the device was sent with skin graft mesher device, serial number (B)(4), for evaluation and deemed non-repairable. The device history record (DHR) and previous repair report reviewed skin graft mesher 2:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 2:1 ratio cutter. The last repair was february 19, 2018 where it was reported that the device sent with skin graft mesher device, serial number (B)(4), for evaluation and no parts were replaced. Initial qa inspection of the skin graft mesher revealed the calibration was within specifications and the device produced a passing sample mesh. The roller, comb, and roller gear all had visual damage. The 1.5:1 ratio cutter, and the 2:1 ratio cutter both failed to produce a passing sample mesh even after replacing the collars and gears and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, roller gear, and comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the 1.5:1 ratio cutter, and the 2:1 ratio cutter both failed to produce a passing sample mesh even after replacing the collars and gears and were deemed non-repairable. While during initial inspection it was noted that the 1.5:1 ratio cutter and the 2:1 ratio cutter both failed to produce a passing sample mesh, it is unknown how the cutters became damaged. Therefore, a root cause of the device produced incomplete mesh cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.